Manufacturer narrative:
Device evaluation is not necessary because the reported events have been determined as not related to vns therapy.

Event description:
It was reported that the patient's experienced an increase in seizures hours after surgery. The vns was not programmed on at the time as it was a new implant. Follow up with the surgeon revealed that he was unsure as to the cause of the increase in seizures, but it may have been the result of an infection experienced by the patient following surgery. It was stated that the patient developed a colon infection (clostridium difficile colitis). The surgeon stated that it was unrelated to vns, but that it did occur right after the surgery. It was stated that the patient had a fever and diarrhea the night after surgery. It was reported that antibiotics can cause the infection, but it was strange for it to happen immediately. The surgery was reported as routine with no excessive manipulation of the vagus nerve. The patient was fine post-op and went home. The patient later experienced the symptoms. The increase in seizures was above the pre-vns baseline. A review of device history records revealed that the generator and lead were sterilized and passed quality control inspection prior to distribution. No additional relevant information has been received to date.